Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored, that the down and up arrow keypad buttons did not respond properly, and that there was contamination under the button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the display was dim and discolored. Additionally, investigation revealed that the down arrow and up arrow keypad buttons were intermittently unresponsive. There was no damage found to the keypad cover. Investigation revealed contamination under all button contacts. Unrelated to the above issues, investigation revealed that the pump casing was worn in the u-groove area. This issue is unlikely to cause or contribute to an adverse event, as the u-groove has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).